Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance and loss of capture with high capture threshold were observed. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2017 with no complications. The patient was stable after the procedure.